Event description:
No specific event, loose and or absent screws noticed outside of case. Analysis of inventory found these issues. No specific patient or case. Case type / application: tha.

Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection did not confirm the event. The device has all screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.